Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
After the sensor was implanted in the patient, the screen turned black and the alarm kept beeping when turning on the power of the device. It was also impossible to turn off the power. Due to the event, monitoring was suspended and the sensor was removed. It was also reported that the power cord was used at the time of the event.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a supplemental report will be submitted.

Manufacturer narrative:
Updated UDI: (B)(6). Device evaluation: g4, g7, h2, h3, h4, h6, h10 upon completion of the investigation, it was noted that the supplier evaluation found that the- electrical damage to digital board, power supply electrically damaged, ac input fuses not functional and the lcd was no functional, there was electrical damage to the digital board, power supply electrically damaged and lcd not functional and the battery was weak, will not hold charge. The supplier replaced the power supply, ac input, lcd and battery. The supplier was not able to determine the direct cause of failure. However, the device was manufactured in 2003 and is therefore outside of warranty. It is most likely that the age of the device contributed to the reported issue. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.